Event description:
The pacemaker involved in this MDR report was implanted and checked on (B)(6) 2008. On (B)(6) 2008: normal functioning was confirmed on holter ECG. On (B)(6) 2008: a pacing failure was recorded on holter ECG. On (B)(6) 2008: abnormal ventricular lead impedance (>3000ohms) was measured on both unipolar and bipolar configuration. Loss of capture at 7.5v was confirmed. Normal lead positions were confirmed by x-ray. On (B)(6) 2008: pacemaker was explanted and leads were disconnected, and then pacing lead was checked with psa. Normal impedance (520ohms), threshold (1.4v/0.5ms) and r-wave amplitude (9-10mv) were confirmed. The device was explanted and returned for analysis. A new pacemaker was implanted without any anomaly.

Manufacturer narrative:
January 19, 2010. This event concerns a device that was mfg and used outside the united states. Method: device follow-up files were analyzed. (B)(4). These observations clearly resulted from incorrect screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event. The device was also submitted to an electrical test corresponding to the test performed at the end of the mfg process. No anomaly was observed. Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial level (hole). These damages confirm difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event. However, memory data also showed that sensed signals were not physiological ones. In case the electrical continuity was not ensured between the lead pin and the pacemaker components (because of the incorrect tightening of the setscrew(s)), pacing/sensing anomalies and/or high impedance could have been observed. (B)(4).